Event description:
It was reported that patient underwent a hip arthroscopy on (B)(6) 2015. During the procedure, the tip of the guide fractured and the suture anchor pulled out. It has not been confirmed that patient did not retain a foreign body. An additional hole was drilled and another anchor was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Number 8 states, "correct handling of the device is extremely important." Under possible adverse effects, number 2 states, "bending or fracture of the implant."